Manufacturer narrative:
(B)(4).the facility reported the product was discarded. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
Customer reported nurse noted a leak between the soft and harder tubing connection. No pt harm reported. No add'l info was available.